Event description:
User reported incident involving hamilton c6. "Description: on the morning ward round the itu consultant wanted to increase the peep on the ventilator from 10 to 12cmsh20. This was not possible as the ventilator seemed to be 'locked' and would not allow the peep to be increased above 10cmsh20. The consultant tried to change the settings to no avail, decision made to check other ventilators and see if they had the same problem. Once we had established that other ventilators would allow the peep to be increased, decision was made to change the ventilator. Ventilators exchanged, peep increased to 12cmsh20 patient's oxygenation improved as a result. I have performed some preliminary checks (prior to being informed that a datix had been raised), in niv mode and found no issues and the peep was adjustable. There are alarm logs for loss of peep and high min volume."

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause of the complaint could not be established since the event could not be reproduced. There was no patient or user harm reported.